Event description:
It was reported that the inspiratory outlet of the ventilator was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the inspiratory outlet of the ventilator was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the inspiratory outlet of the ventilator was leaking and that the o2 concentration could not be maintained. Our field service engineer investigated the ventilator on site. The nozzle unit in the air gas module was found to be defective and was replaced. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturers ref: # (B)(4).